Manufacturer narrative:
The product is not available for return. The cannula and/or probe is a piece of metal used during the patient procedure. This piece of metal does not store any treatment data and thus there is no information to gather from its return. The system has no system/data logs that can be reviewed. The plant evaluation is underway.

Event description:
A user facility reported a patient with post treatment burns. Burns were noticed 24-48 hours after surgery on patient's upper and lower abdomen as well as lower back. The nature of the injury has been identified as third degree burns. Secondary intervention included prescribed silver sulfadiazine topical cream and online dermagram topical. The current status is noted as raw/redness exposed skin, showing minor tissue loss in the infected areas with new skin is forming. The event is noted as healing but the outcome is unclear. Renuvion was used in conjunction with the vaser. Renuvion is used to address skin laxity by providing collagenous and skin tightening. This is radio frequency with helium. The user noted that the system was tested before the procedure. The patient was already under anesthesia when the system was tested. The system was in vaser mode with the highest amplitude level at 70%. The user did note that the timer on the vaser was moving extremely slow and that the system had to be rebooted several times before the hand piece would work. A red triangle was displayed on the screen of vaser amp. A skin port was used and there was no damage to it, nor was it misaligned. A wet towel barrier was also utilized to protect the skin from probe contact.

Manufacturer narrative:
The system was evaluated. Service could not confirm any issues and were unable to duplicate complaint as customer described. System was functional and all measurement were within specifications. No issues were found. It was reported the doctor used the vaser in conjunction with renuvion plasma treatment. Vaser treatment should not be used in combination with non-solta approved or specified devices. This treatment was performed in an unsafe manner, presenting risk to the patient. This event was mostly likely unrelated to the vaser system. Based on the available information, this treatment was performed in an off-label manner (off label, unapproved or contraindicated use). A review of the manufacturing records showed all requirements were met. Complaint type identified within risk analysis and performing within anticipated rate. Final test verification specifications are acceptable per document number. No non-conformities or anomalies were found related to this complaint when reviewing the device history record for serial/lot number 1003pt. Trending will be performed to monitor this issue. No further action is required at this time. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action is required.